Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have seen an anecdotal increased rate of inadequate draw/loss of vacuum in our sodium citrate samples when blood tubes are approaching their expiry date, typically less than 4-5 weeks. This tends to result in an increased sample rejection rate for our inr/clotting study samples."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have seen an anecdotal increased rate of inadequate draw/loss of vacuum in our sodium citrate samples when blood tubes are approaching their expiry date, typically less than 4-5 weeks. This tends to result in an increased sample rejection rate for our inr/clotting study samples."

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have seen an anecdotal increased rate of inadequate draw/loss of vacuum in our sodium citrate samples when blood tubes are approaching their expiry date, typically less than 4-5 weeks. This tends to result in an increased sample rejection rate for our inr/clotting study samples."

Manufacturer narrative:
Investigation summary: mat: 363095; lot: unk. Bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records could not be reviewed because lot number was not provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.